Event description:
It was reported by the nurse, that during an infusion of heparin with the spectrum pump, allegedly the pump did not infuse properly, and subsequently the patient died. The spectrum pump was set to deliver the heparin (25000 units/250ml) with a dose of 15.2 units/kg/hour (though it was reported by the nurse the pump "should have been set to this" which was not further specified) with a volume to be infused of 14.5ml over 50 minutes with a rate of 17.6ml/hour. However, according to the nurse the heparin bag remained full, and it appears the solution ¿did not infuse at all¿. No further information was available at the time of this report.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported was not reproduced during evaluation. Evaluation sent device for flow testing at 40 ml/hr for 30 mins at 20 vtbi with the results of 19.956 and passing within device specification at error percentage of -0.22%. The device functioned as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed. The user facility did not provide an event occurrence date, however review of the log revealed an infusion of heparin programmed and started a few days prior to the event being reported. The infusion continued into the following day. At timestamp 04:53 the user activated standby mode. At 06:00, the user resumed the infusion at a rate of 8.4 ml/hr and experienced an "upstream occlusion!" Alarm in the same timestamp. The user cleared the alarm and restarted the pump in the same timestamp. The pump continued for 3 hours and 14 minutes without interruption. At that time, the user stopped the pump and activated standby. The user restarted the pump 13 minutes later. One hour and 3 minutes later, the user updated the rate to 13 ml/hr. After 6 hours and 42 minutes, the user updated the rate to 17.6 ml/hr. The pump ran for 2 hours and 56 minutes without interruption before the user stopped the pump and did not resume the infusion. Details regarding pump setup were not provided by the user facility and could impact flow accuracy. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.